Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n320 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n320 shows no trends. Mallinckrodt is performing additional investigative activities related to centrifuge bowl leak/break complaints due to an increase in complaints observed for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Mallinckrodt performed additional investigative activities related to centrifuge bowl leak/break complaints due to an increase in complaints observed for this complaint category. Evaluation of a statistical representation of kits determined some centrifuge bowls exhibited evidence of excess flash on the circumference of the centrifuge bowl cover. Through the investigation it was determined that increased levels of flash on the kit's centrifuge bowl cover parting line correlated with increased tightness experienced during installation of the kit's centrifuge bowl. According to section 4-16 of the therakos cellex photopheresis system operator's manual for use with software 5.4, operators must verify the instrument's bowl holder tab retainer clip is in the fully locked position by rotating the bowl counterclockwise to confirm the centrifuge bowl is secure. Failure of the operator to verify the instrument's bowl holder tab retainer clip is in the fully locked position may result in the kit's centrifuge bowl exiting the instrument's bowl holder during operation of the device. Investigative activities to better understand the conditions contributing to excess flash on the kit's centrifuge bowl cover parting line are ongoing. Concurrently, mallinckrodt, in collaboration with the responsible contract manufacturing organization, has developed and implemented use of a fixture into the centrifuge bowl cover manufacturing process to detect the presence of excess flash on the parting line. Use of this fixture is expected to reduce oreliminate centrifuge bowl leak/break complaints due to operator mis-loads of the kit's centrifuge bowl by removing centrifuge bowl covers with excess flash from final assembly. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). 27-dec-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the centrifuge bowl broke during buffy coat collection after 1500 mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer did not return product for investigation.